Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the suction irrigator instrument had an unknown issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was noted. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The procedure was completed robotically. There was no injury or harm to the patient. No fragment fell into the patient's anatomy. It was unknown if there was difficulty in removing the instrument through the cannula and how the instrument was removed. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The video recording of the procedure was not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed and found to have a dislodged snake wrist at the distal end. The complaint was confirmed by failure analysis.